Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous dilution results for 2 patient samples tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer between (B)(6) 2017. Patient sample 1 initial estradiol iii result was >3,000 pg/ml with a data flag. The diluted result from the analyzer was 2,000 pg/ml. The sample was repeated and the result was 2,800 pg/ml. The result of 2,800 pg/ml was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2017 patient sample 2 (female, date of birth (B)(6) 1984) initial estradiol iii result was >3,000 pg/ml with a data flag. The diluted result from the analyzer was 2,256 pg/ml. The result of 2,256 pg/ml was reported outside of the laboratory. This sample was sent to a reference laboratory where the result from the beckman access dxl 800 instrument was 3,272 pg/ml. A dilution was not performed. The customer repeated the sample using a 1:10 dilution and the result was 2,200 pg/ml which was similar to the first diluted result using a 1:5 dilution. No adverse event occurred. The e411 analyzer serial number was (B)(4). The field service engineer (fse) visited the customer site and did not find any mechanical deficiencies. The customer is not comfortable with the diluted results from the e411 analyzer due to the results from the reference laboratory. The customer is continuing to send patient samples to the reference laboratory for verification. The customer runs multiple patient samples with results >3000 pg/ml.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality controls were acceptable. According to prior, similar investigations, the results obtained using 1:10 dilution were in agreement with mass spectrometry results. The instrument performs according to specifications.